Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30jan2020.

Event description:
The customer reported that the device had experienced touchscreen failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.